Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional three proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, no suture was present when the plunger of three proglide devices was removed. The suture of a fourth proglide device was successfully pre-placed; however, the proglide device became entrapped upon removal as the foot plate was unable to retract. The vessel was incised and the puncture site enlarged in order to remove the proglide device. The proglide device was removed in one piece, no tissue damage was noted. The sheath was upsized to a 26f and the tavr procedure was completed. Hemostasis was achieved with via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. Upon packing the fourth proglide device for return the foot was noted to have separated while in the bag. No additional information was provided.